Manufacturer narrative:
(B)(4). Batch # t95315. Investigation summary: the analysis results found that the el5ml device was received with no damage in the external components. Upon cycling the device, it was noted that the device was locked, and the orange indicator did not show up. No functional test could be performed due to the condition of the returned device. The device was disassembled in order to evaluate the condition of the internal components and no anomalies were noted and 2 clips were found inside clip track. No conclusion could be reached as to how the device become damaged. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's related to the reported complaint condition were identified.

Event description:
It was reported that during an unknown procedure, the device malfunctioned. It is unknown how the case was completed. No patient consequences were reported.